Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 2.9; (B)(6) 2011, 2.6, 2.2. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.